Event description:
The customer reported via phone call that they received a motor error alarm and a button error alarm. Customer stated the motor error alarm occurred during an attempted bolus delivery. Customer also reported the escape and down buttons were unresponsive. The customer's blood glucose was unknown. The customer stated they were able to rewind the insulin pump. It was also found the customer exposed the insulin pump to moisture. Customer stated they fell into a pond while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be completed and no motor error alarm could be verified due to the unresponsive buttons. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.